Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer states that the numbers keep ramping up and the insulin pump is vibrating. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced. Nothing further reported.